Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of microorganisms was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled, and the evis exera iii colonovideoscope tested positive for greater than sixty-seven (67) colony forming units (cfus) of microorganisms and greater than one hundred (100) cfus of aeromonas hydrophila / aeromonas caviae. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cleaning disinfection and sanitization (cds) practices of the subject device where water is aspirated through the instrument and suction channels, and the air/water and auxiliary channels are flushed with anios clean excel d detergent. The device is manually processed with a labo asept (ref: (B)(4)) cleaning brush, anios clean excel d disinfectant and detergent. The device is reprocessed with a soluscope automated endoscope reprocessor (aer) using souluscope paa detergent and soluscope cln disinfectant. The device is vertically hung in a simple cabinet (without drying function). Olympus is the maintenance provider of the subject device. Three soluscope aers were tested sampling the rinse water and no organisms were detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap insulation was out of specification, the objective and light guide lenses and distal end cap cover were chipped, the bending section rubber glue and switch button one were deteriorated, the scope connection cover was cracked, the suction cylinder mark was faded, the universal cord was wrinkled, and there was insufficient angulation. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.